Event description:
It was reported to baxter that the reservoir of one (1) ce intermate lv100 device did not seem to be sealed as evidenced by a leak. According to the customer, the device was being filled with normal saline. After roughly 30ml of the solution being filled, it was observed the solution was leaking from top of the reservoir near the film wrap. The reservoir was still in tact with the stress member; it does not appear to be damaged. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one unit was received by baxter for evaluation containing approximately 30 ml of fluid at the bottom of the housing which indicated leak has occurred. Examination of the unit revealed the root cause of leak was due to a missing film-wrap. No other root cause of leak was found on the unit. (B)(4) has been implemented. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.